Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device investigation summary: the device was received with clear gel. During evaluation the device appeared intact. No anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Reason for device explant and/or reoperation: capsular contracture (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a 450cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade IV. The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2018. On 11/12/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicate reports of the same event. Any additional information, if received, will be submitted under this manufacturer¿s report number.